Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they waited 2 weeks to charge because they were used to that from their old battery. They stated that their settings were on 3.5 for #1 and #2. The patient noted that their current battery is not the same battery as their old one, and listed some differences. The patient stated that their old battery was between a quarter and a half dollar in size, they could not have an MRI, their settings were on 2.5 for #1 and #2, and they only had to charge for about 20 minutes every 2 weeks because they had dropped 40 pounds. The patient was told that because they lost weight, their battery would recharge quicker. They then stated that their new battery is about the size of their palm, they have to keep their settings at 4.0 on #1 and #2 and charge every week, and can have an MRI, which is different from their old battery. The patient stated that they cannot be told that their previous battery was the same as their current one, because they explained all the differences. The patient mentioned that if they do anything other than be in the house, and go out for a few hours, the battery hurts. They noted that they have an appointment with their physician in july, because their thoracic region is still giving them much pain if they do anything. The patient stated that is not right. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger .

Event description:
Information was received a consumer and representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient believed their ins was depleting too quickly. The patient stated their insr showed 1/3 charge, but complained to the rep that today that the insr was depleting too quickly. No patient symptoms or further complications were reported. Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the cause of the recharger depleting quickly was still unknown. The patient was asked if the charger yellow light was on and if they plugged in back in every time but the patient¿s answer was not reported. It was recommended that the patient spend extra time to make sure that the recharger was charging when plugged in and to charge it more often. No further complications were reported.